Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1005 while in a generator change out indicating that there was an open circuit condition during shock delivery. The physician elected to keep the device in as the patient experienced an improved ejection fraction and decided to discuss with the patient following the procedure. The device remains in use. No adverse patient effects were reported.